Manufacturer narrative:
(B)(4.)

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015 that the sensor wire had detached and was sticking to the adhesive and not in the pod. The sensor was inserted at the abdomen (B)(6) 2015. No additional event or patient information is available.